Event description:
The facility's clinical nurse specialist reported to baxter that a clearlink 1.2 micron extension set had air in the line. This occurred in the pediatric intensive care unit. There was a pediatric patient involved, but there was no report of patient injury or medical intervention in association with this event. There were no reported physical irregularities or leakages. The medication being administered was total nutrient admixture (tna) in bags. The air was not bubbles but were described as large volumes of air between the filter and patient. The tna was made and delivered that day in the pharmacy and not frozen. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was available for evaluation. A visual inspection revealed no abnormalities. A functional flow test was performed, revealing no abnormalities. The reported condition was not confirmed. The root cause was not identified.